Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident with the clip applier occurred while the instrument was inserted into the patient, as the surgeon attempted to clamp a vessel. The specific issue experienced by the surgeon was an inability to close the jaws from the console, although the instrument was able to rotate. Hem-o-lok clips were used, specifically the purple size, and the vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The clip applier had not been used for any clip applications during the case when the incident occurred. Unfortunately, no photos or videos of this event are available for review by intuitive surgical, inc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hemicolectomy - right surgical procedure, the 8mm large hem-o-lok clip applier instrument would not close the jaws to fire the hem-o-lok clips. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have a loose grip cable in housing at the proximal side. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. Additional related observation(s): the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip did not fully close. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could ""slip"" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.